Event description:
It was reported that a 3.00x20mm promus element plus stent delivery system had shaft breakage. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned complaint device revealed a break located 28cm distal to the strain relief. Both sections of the hypotube were kinked at various locations along its length. It is noted that the break and kinks that were present are consistent with excessive force having been applied to the shaft. There was a build-up of solidified contrast media inside the inflation lumen. An examination of the crimped stent found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported event could not be determined. (B)(4).

Event description:
It was reported that a 3.00x20mm promus element plus stent delivery system had shaft breakage. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).